Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Review of the pump history found several "no cartridge detected" warnings following a load step but could not be duplicated during evaluation.